Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to missing drive or motor support disk. Insulin pump passed the displacement test. Unable to confirm post-reset ram crc alarm, unexpected restart alarm or perform the self test, unexpected restart error test, prime test, occlusion test and no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed compromised force sensor system, unexpected restart and external flash error. Blood glucose at the time of incident was unknown. The insulin pump will be returned for analysis.